Manufacturer narrative:
Consumer was transgressing a ramp when they allegedly flipped forward chipping her bone. MFR received no medical confirmation of these alleged injuries. Dealer had serviced the chair and performed the field correction 1525712- 2007. The chair remains in use with no further action indicated.

Event description:
The consumer was going down a ramp when she allegedly flipped forward, chipping her shin bone.